Event description:
It was reported that a spectrum infusion pump was constantly alarming upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the constant upstream occlusion alarms. The device was operating out of specification due to low fluid number readings on the ultrasonic sensor. The ultrasonic sensor was replaced.